Manufacturer narrative:
A distributor field service engineer (fse) was dispatched to address the reported event. The fse measured the voltage of the battery in the main board; the voltage was 0.76v. The main board was replaced, and a background of the instrument was performed. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 13aug2018 through aware date 13sept2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 5029 - csum error (param): description: control parameter checksum error. Troubleshooting: turn the power off and on again and check the parameters. If this problem reoccurs, contact the service department. The probable cause of the reported event was due to a failure of the main board. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error message 5029 - csum error (param) upon turning on the aia-360 instrument. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), and cardiac troponin I (ctnl 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.